Manufacturer narrative:
B5: updated. H10: the remote service engineer recommended that the customer order the identified parts and directly install them at the customer site. The device remains on site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer contacted the customer care solution center and requested a parts identification and a formal quote for the replacement of the complaint device screen which was damaged following an unspecified fall. The complaint device was not in clinical use at the time that the issue was discovered.

Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the monitor on the complaint device was not turning on and requested support. The complaint device was not in clinical use at the time that the issue was discovered.